Event description:
It was reported that the pt was experiencing withdrawal symptoms of fever/chills, return of stiffness in legs, and itching for 2 days. It was indicated that the pt had similar withdrawal symptoms before on an unspecified date when her physician was out of town. The pt stated that before the pump she was wheelchair bound, but now she walks, runs, does yoga, and does not use a wheelchair. The pt had not had any car accidents, falls, seizures, or been exposed to magnets recently. The pt had been taking 5 mg of oral baclofen every 2 hours for the past 24 hours, along with 1 mg of oral dilaudid every 6 hours for relief of stiffness and pain. The pump was interrogated; there was no alarm and the pt was not due for a refill until 2008. The health care providers felt that the pump battery was probably at end of life and scheduled the pt for replacement surgery. Upon opening the pump pocket and disconnecting the catheter from the pump, it was noted that the catheter was a 2-piece; no cerebrospinal fluid was flowing or could be aspirated via syringe. When the hcp opened the spinal site to change the catheter, he noted that the pump segment of the catheter was at that site, but was not connected to anything, nor did it enter the spine. He then thought that the pieces may have disconnected when the tissue was spread. Different angles of fluoroscopy were used, from the sacrum to the occiput, for 30 mins to attempt to locate the spinal portion. The proximal portion of the catheter was explanted and a new catheter was implanted. The pump was also replaced. No volume discrepancy was noted with the old pump; expected reservoir volume was 9.6 ml and actual reservoir volume was 9.5ml. It was unk if the pt had ever received medication intrathecally. The medication rate was, therefore, decreased to the lowest possible rate. The pt was to spend the night in the hospital. The concentration and daily dose of compounded baclofen being delivered via the pump were not reported. In 2008, it was reported that the pt was "fine" with no signs or symptoms of withdrawal.

Manufacturer narrative:
Results: used for the catheter.